Event description:
It was reported that the patient's pulse generator was interrogated post operation. Interrogation of the pulse generator noted that the right ventricular (rv) lead had decreased r-wave sensing measurement and had occasionally under-sensed. It was also reported that the lead's pacing impedance had dropped in values. X-ray was performed confirmed that the rv lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.